Manufacturer narrative:
Upon disassembly for visual inspection the motor and tps flex were corroded, the boot and drive bearing were worn and the top and bottom bearings were gritty.

Event description:
During a procedure the micro sagittal saw displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient or user adverse consequence associated with this event. The procedure was completed successfully using a back up device.